Event description:
The treating doctor reported that in 2022, the patient experienced an allergic reaction characterized by oral and laryngeal ulcers, along with respiratory difficulties, which required a two-day hospitalization. However, medical records for this incident are unavailable. In 2024, the patient attempted to use the aligners again but was prescribed antihistamines and chlorhexidine due to intolerance to prolonged use. Despite the previous reactions, the patient has continued using the product and is currently doing well.

Manufacturer narrative:
The current instructions for use contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material.". The treating doctor believes that the patient had a reaction to the material of the aligners. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the hospitalization or life-threatening event and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required hospitalization, and the date (b3) is based on the timelines reported to align and compared to patient information.